Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were unable to be confirmed. During the device evaluation it was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: switch 1, angulation lever, up-down plate, right-lift plate, control unit, lock engagement lever, light guide connector, light guide connector cover glass, video connector and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had an air leak at the insertion part. Additionally, the customer reported that the scope ¿sometimes¿ presents an (e216) scope communication error. The reported issue of air leakage occurred during preparation of use for a pre-operative check. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e216 (scope communication error) could not be confirmed; the device was found to function to specification. The root cause of the issue could not be determined, however, possible cause(s) of the reported issue are damage to the image sensor unit and/or the electrical circuit board inside of the video connector, or failure of the system side. The event may be detected/reduced by following the instructions for use which state: "chapter 3 preparation and inspection 3.8 combination with related equipment" for the inspection method for the event¿. ¿inspection of endoscopic images¿ ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm etc. With normal light observation image and nbi observation image. 3. Confirm that the illumination light is coming out. (See figure 3.23) 4. Adjust the amount of light to make it suitable brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image¿. Olympus will continue to monitor field performance for this device.